Event description:
Prior to a pta treatment procedure, the ultra-soft small vessel balloon catheter became stuck on a thruway .018 guide wire. The lesion to be treated was a calcified lesion in the renal artery. The ultra-soft sv balloon catheter was not used in the pt. The procedure was successfully completed by direct stenting of the lesion with an express sd stent. No pt injuries or complications occurred.